Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) on the same day of laser treatment. An epithelial debridement was performed on ou to resolve symptoms. Pre-op best corrected visual acuity (bcva) from (B)(6) 2018: right eye (od) pre-op 20/20 -4.75 x -.26 x 148, left eye (os) pre-op 20/20 -4.50 x -.75 x 125.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.